Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified superficial femoral artery. After a guide wire crossed the lesion, a 5.0mmx60mmx135cm sterling balloon catheter was advanced for dilation. However, during the first inflation at 6 atmospheres, the balloon ruptured due to calcification. The device was completely removed and a non-bsc balloon catheter was used for dilation. After completing dilatation, a stent was placed and the procedure was completed. No patient complications were reported.